Event description:
It was reported via clinic notes received that the vns patient has sleep apnea, had a near-syncopal episode, and had a stroke. The patient also experienced a sensation of being pulled to the right that was noted as being unknown if caused by a transient ischemic attack or a posterior temporoparietal seizure. It is noted that the vns normal mode diagnostics were normal however the physician is concerned that the patient's battery may be nearing end of service as the patient stated that stimulation does not feel as strong as before and he no longer experiences hoarseness with stimulation. The patient's generator has been replaced and the explanted product has been returned for analysis. Attempts for additional information have been unsuccessful to date.